Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury.this was incorrectly reported for this device. Trilogy 202, model 1040000, is not in scope for the field service corrective action for the sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.